Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, during insertion of the starclose se device into the anatomy, blood was coming out of the middle of the green sheath and there was a "hole" in the starclose se sheath. The hole was described to be near where the starclose se dilator would be inserted. The starclose se was re-wired and removed without losing vessel access. Hemostasis was achieved using a second starclose se device. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure, hole in hemostasis valve of the exchange sheath, was confirmed. The investigation determined the reported difficulties related to the hole in the hemostasis valve and the subsequent treatment appear to be related to circumstances of the procedure. It is likely insertion of the dilator at an angle resulted in the damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.